Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the erbe generator had m-02 error monopolar. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified recent m-02 error in the logs and the customer tried new instrument and energy cord with no change. Tse walked customer through an erbe power cycle, but again the m-02 error came up on power up and recommended a hard power cycle of the erbe or moving to another vision side cart (vsc) so site opted to move to new vsc. Tse verified matching software and customer disconnected to grab new vsc. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. During visual inspection, the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. Failure analysis concluded that no root cause could be attributed to this issue. As a result of these findings the unit will be returned to OEM for additional failure analysis. As of 16-may-2025, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: system serial #(B)(6), event date 25-apr-2025, surgeon (B)(6) and procedure rectopexy. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: error 25913 "error 25913 "erbe error: c-83 - system error. Iif communication timeout" and erbe error: m-02 - module timeout (a module didn't send its status message within the expected time)". Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi). The probable root cause is attributed to a module timeout error caused by an electrical component failure within the erbe generator and it can be resolved by replacing the erbe generator. This issue is captured in the is4000 family shared clinical risk analysis ((B)(6) revision at) via risk ID (B)(6). No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).